Event description:
It was reported that the right atrial lead had high lead impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, with 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:02. The weekly pace lead impedance trend data showed an abrupt increase for min and max a pace = 736 to 11184 ohms peak between (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, with one - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:02. The weekly pace lead impedance trend data showed an abrupt increase for minimum and maximum a pace = 736 to 11184 ohms peak between (B)(6) 2011.

Event description:
It was reported that the right atrial lead had high lead impedance. The lead was explanted and replaced. It was further reported that a patient alert triggered and the lead had a high sensing integrity count (sic). No patient complications have been reported as a result of this event.